Event description:
It was reported that on (B)(6) 2022, the patient underwent the total knee arthroplasty with the cement gun for the osteoarthritis of the knee. After mixing 80g of the vmp, when the surgeon attached to the cement gun and pulled the trigger, there was a snag. Additionally, the cement gun was struck empty, and the surgeon could not use it. After this event occurred, the surgeon detached the syringe of the vmp, the surgeon transferred the cement in the syringe to the hospital¿s injection syringe. The cement was applied to the implant and the bone. The surgery was completed successfully without any surgical delay. After the surgery, when the surgeon checked the cement gun, the spring in the trigger was broken. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the device associated with this report was not returned for analysis. Review of the photographic evidence confirmed the complaint. The spring in the trigger has broken. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot ==> the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.